Event description:
Additional information was received as follows: a non-contrast study from approximately two years post implant, shows the aneurysm has grown modestly since the previous study from six months prior. There is no purchase on the right, minimal if any on the left side. Also the proximal purchase is less on the most recent study three months ago vs the study from six months ago. Approximately one month ago the right limb was extended with an endurant (B)(4) and the right was with an (B)(4) both into the external iliac arteries, a proximal endurant cuff (B)(4) was implanted proximally and the endoleaks resolved. No additional clinical sequelae were reported, and the patient is fine.

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 31 months ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that a recent CT scan demonstrated that there was a distal type I endoleak due to a loss of seal zone in the right iliac artery. The right common iliac artery was found to have dilated and is short due to disease progression and it measured 17 mm in diameter. The aneurysm is currently 7.6 cm in diameter. The decision was made to treat the patient at a later unknown date. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (disease progression, iliac artery dilatation), device failure/lack of effectiveness related to patient condition (disease progression, iliac artery dilatation).